Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient presented to the emergency room after receiving shocks from the implantable cardioverter defibrillator (ICD), however they went home prior to being seen. Upon review of the remote home monitoring system data the shock was determined to be inappropriately administered due to oversensing of noise. Further review found elevated rates that were deemed treatable as the morphology was different that what the normal rhythm looks like on the presenting electrogram (egm). Boston scientific technical services (ts) discussed it could be due to a rate dependent bundle branch block or that something had changed in the system. The patient came into the clinic and it was found the patient had a left bundle branch causing double counting. The underlying cause of the noise was not determined and a revision procedure was performed where the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Setscrew marks were noted in the correct location on the electrode, thus indicating full and appropriate electrode insertion in the header of the s-ICD. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.